Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her blood glucose was running higher than normal. She believed it was due to a bent infusion set cannula that her blood glucose level was high. She also believed that she was not receiving he correct amount of insulin because the battery was dying. Customer's blood glucose level was 400 mg/dl. The customer did not have any high blood glucose symptoms. The insulin pump alarmed no delivery. The no delivery alarm was resolved with a complete set change. The device was not returned.